Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was observed in the jaws of the instrument. The broken needle was removed from the jaws of the instrument. The instrument was then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and the needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Original intended procedure: partial gastrectomy with pyloroplasty. According to the reporter: while using the 10mm endostitch it wouldn't open up and it malfunctioned. No apparent harm was done to the patient. We placed the broken endostitch with a new one. There was no apparent injury to patient.